Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 7070589.

Event description:
It was reported that following an implant procedure the patient was having a non-device related infection at pocket site. It was also noted that a foreign body is present in the battery site and there was a small circular dehiscence. The physician believed it was not procedure related and performed irrigation followed by closure of the dehiscence. All device components were explanted and were discarded.